Manufacturer narrative:
(B)(4). The pro240 lot number 82847 applier was returned, the clip itself was deployed with some additional manipulation from the surgeon. There was no reported adverse event to the patient, no injury. The evaluation of the applier that was returned met specifications.

Event description:
It was reported that on (B)(6) 2019 a (B)(6) year old female patient underwent a convergent (surgical only) with left atrial appendage management (laam) procedure. Patient was off pump and not heparinized with the procedure. Surgeon was placing an atriclip pro240 clip via left port access and had the clip properly placed and ready to be deployed. The pull tab was removed completely but when they tried to back out the applier, the clip would move. The surgeon recognized that the clip was still attached to the left proximal portion of the clip applier and took laparoscopic scissors and cut the clip to free it from the applier. The clip was then deployed without incident and the procedure was delayed for ten minutes. The procedure outcome was not affected. There were no reported adverse events.